Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor broken with missing parts. Unable to confirm customer received sensor damage due to customer returned opened/used.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the sensor fractured while in the body. Customer stated that insulin pump had sensor error and when she removed the sensor the fillament remained in laysens skin. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.